Manufacturer narrative:
The colonoscope was returned to the manufacturer service center for evaluation and the report of image loss was confirmed, due to ccd harness failure. The ccd harness was replaced as repair.

Event description:
It was reported that during a colonoscopy, the center image intermittently went off when angulating the scope. According to the report, the physician was able to finish the case using the scope, with no injury or other adverse health consequence to the patient.